Manufacturer narrative:
Device evaluation: one device has been returned for evaluation. The implant date was not provided. Since the lot number was not provided, the device history record and complaint database could not be reviewed. A follow up report will be submitted when the evaluation is completed.

Event description:
The user reported that the device broke apart at the proximal flare during removal. Multiple devices were used proximal to the pylorus and telescoped into the esophagus. The remainder of the device was removed without further complication. No lot number was provided. No harm or injury was reported.